Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Investigation result of manufacturing record. 1) we checked a product record and a performance test of lots before the expiration date. The data showed normal results and we did not find any errors 2) we checked thrombin titer, draw volume, gel quantity and movement of gel of lots before the expiration date by shipping inspection. The thrombin titer, draw volume, gel quantity and movement of gel were correct. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there are infrequent variation in the troponin with the tube".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is sekisui. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there are infrequent variation in the troponin with the tube".